Event description:
It was reported that this implantable cardioverter defibrillator (ICD) underwent a procedure where two commanded shocks were provided manually by the health care professional. This was performed in order to end an atrial fibrillation episode. The intervention was finished, and the episode was ended successfully. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) underwent a procedure where two commanded shocks were provided manually by the health care professional. This was performed in order to end an atrial fibrillation episode. The intervention was finished, and the episode was ended successfully. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: b1: adverse event/product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an inquiry was made regarding why this implantable cardioverter defibrillator (ICD) had recorded two shocks in device memory. Technical services (ts) was consulted and upon review of device data, ts explained it appeared two commanded shocks were provided manually by a health care professional. This was likely performed in order to end an atrial fibrillation episode. The intervention was finished, and the episode was ended successfully. This device remains in service. No further adverse patient effects were reported.